Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital after receiving shocks from the device. It was believed that some shocks were inappropriate. Technical services reviewed the available reports and noted multiple episodes showing anti-tachycardia pacing (atp) and shock therapy were delivered. Atrial undersensing was observed due to small amplitude p-waves; because of the atrial undersensing, the device was seeing many premature ventricular contractions (pvcs) and was also providing unnecessary atrial pacing. In the episodes, the r-wave amplitudes become very small and were suspected to be noise; however, troubleshooting and isometrics were performed but no noise was recreated on the rv lead. A true ventricular fibrillation (vf) episode was recorded on 17-jan-2024 that showed some sensing of ventricular pacing on the atrial channel which may be resolved by reprogramming the a-pace blanking after v-pace. In this episode, functional undersensing of the vf was observed, due to variable r-wave amplitudes such that the automatic gain control (agc) could not decrement quickly enough after sensing larger signals to see the smaller signals. It was recommended to measure the signals and adjust the sensitivity. Additionally, the shock was also delayed due to delivery of atp, which did not change the rhythm. It was suggested to consider decreasing the rate cut off for the vf zone and reduce initial duration to 1.0 seconds. Avf episode on 6-feb-2024 did show ap [vs] vp where they may consider reprogramming rv blank after a-pace to avoid a potential v-pace into vulnerable t-wave timing. The vf was correctly sensed and diverted by 41j shock. Technical services recommended additional troubleshooting of the right atrial (ra) lead to see if the signals were so small due to a lead integrity issue or were really oversensed rv detections. It was also recommended to program the post-vsense blanking to avoid the farfield r-wave sensing in atrial tachy response (atr) episodes. Additional information was received. Tachy therapy had been programmed off pending further evaluation. However, the patient had vt during the weekend when shocking therapies were off and was admitted to the cardiac care unit at the hospital. Initial x-rays showed the rv lead position was good but the ra lead had moved. Further information is being requested to fully understand the patient's condition and the status of the device and leads.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital after receiving shocks from the device. It was believed that some shocks were inappropriate. Technical services reviewed the available reports and noted multiple episodes showing anti-tachycardia pacing (atp) and shock therapy were delivered. Atrial undersensing was observed due to small amplitude p-waves; because of the atrial undersensing, the device was seeing many premature ventricular contractions (pvcs) and was also providing unnecessary atrial pacing. In the episodes, the r-wave amplitudes become very small and were suspected to be noise; however, troubleshooting and isometrics were performed but no noise was recreated on the rv lead. A true ventricular fibrillation (vf) episode was recorded on (B)(6) 2024 that showed some sensing of ventricular pacing on the atrial channel which may be resolved by reprogramming the a-pace blanking after v-pace. In this episode, functional undersensing of the vf was observed, due to variable r-wave amplitudes such that the automatic gain control (agc) could not decrement quickly enough after sensing larger signals to see the smaller signals. It was recommended to measure the signals and adjust the sensitivity. Additionally, the shock was also delayed due to delivery of atp, which did not change the rhythm. It was suggested to consider decreasing the rate cut off for the vf zone and reduce initial duration to 1.0 seconds. Avf episode on (B)(6) 2024 did show ap [vs] vp where they may consider reprogramming rv blank after a-pace to avoid a potential v-pace into vulnerable t-wave timing. The vf was correctly sensed and diverted by 41j shock. Technical services recommended additional troubleshooting of the right atrial (ra) lead to see if the signals were so small due to a lead integrity issue or were really oversensed rv detections. It was also recommended to program the post-vsense blanking to avoid the farfield r-wave sensing in atrial tachy response (atr) episodes. Additional information was received. Tachy therapy had been programmed off pending further evaluation. However, the patient had vt during the weekend when shocking therapies were off and was admitted to the cardiac care unit at the hospital. Initial x-rays showed the rv lead position was good but the ra lead had moved. Further information is being requested to fully understand the patient's condition and the status of the device and leads. The local sales representative later reported that the shocks were deemed to be appropriate. The device was reprogrammed, and no lead revision was performed, and the patient was discharged from the hospital with no further issues reported. Evidence suggests the device and associated leads remain implanted and in service.